Event description:
It was reported that post implant of a realize adjustable band, the patient presented with obstruction like symptoms. The surgeon thought the band had slipped. However, during the laparoscopy diagnostic procedure, the band had not slipped. It is unknown what caused the patient's sypmtoms. However during the procdure, the strain relief was noticed to have migrated. The surgeon left the strain relief where it was, deflated the band completely and closed the patient. The band is still in the patient. The patient is doing well.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band/port remains implanted.